Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (Shp cable) this evaluation determined that the reported event occurred due to a damaged shp cable. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 5/5/2023, it was reported by a sales representative via sems that an ar-8330h shaver hp had exposed electrical wires. This was discovered during an unspecified procedure, with no patient harm.